Event description:
Hospital ER personnel were performing a synchronized cardioversion on a patient, condition unknown. The device was connected to the patient with ECG and disposable defibrillation/ECG electrodes and the sync button pressed. According to the reporter, the device would not respond to the energy select button to change energy. The reporter stated that connections were checked but the device continued to not respond. A backup device was immediately called for and used and no adverse affects to the patient were reported as a result of the alleged malfunction.